Event description:
Caller alleged discrepant results using the inratio meter. Customer has two inratio meters and did not know which meter was used for data from (B)(6) 2011. Less than 30 minutes between meter test and hospital draw. Pt had bruising on her leg, and was admitted into the hospital because her inr was sub therapeutic.

Manufacturer narrative:
Investigation pending.